Event description:
A 2.5mm x 14mm endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal circumflex lesion, with an acute angle. The lesion was pre-dilated with a 2mm balloon to 16 atms, followed by another pre-dilation with an unk size balloon. The endeavor resolute rx drug-eluting coronary stent delivery system was advanced, when the device reached the entrance to the left main artery stent deformation was noted, prior to stent inflation. The device was removed from the pt. The pt was reported to be healthy post procedure. No clinical sequelae were reported. Cd images were provided for review. The pre-dilatation with 2 different size balloons is evident. It is possible to view that the guide was re-positioned from the ostium of the left main into a deeper seated position in the left main. This is possibly due to the angle of entry into the target vessel, which was severely angulated, and this would have hindered deliverability of a stent. It is likely that the tortuosity of the vessels most likely hindered deliverability and may have damaged the stent.

Manufacturer narrative:
(B)(4) (stent damaged during procedure): evaluation method: (cd images). Results, conclusion: stent deformation. Target vessel was severely angulated & tortuous.